Event description:
The physician attempted closure of an arteriotomy site with the closer s 6fr suture mediated closure system following a diagnostic procedure. At the end of the procedure while removing the device, the sheath detached from the body and remained inside the artery. It was captured using the ev3 gooseneck. Closure was achieved with compression and there was no pt effect.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. Review of the device history record for this lot is forthcoming. Any relevant findings will be submitted in a follow-up report.